Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. A review by a clinical consultant confirmed the fracture. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), images of the device are included in the mar: "the anterior, posterior, and lateral surfaces of the exeter stem neck side were viewed. Nothing remarkable was observed on the medial surface. Damage consistent with explantation was observed on the surfaces examined. The fracture surfaces associated with the exeter stem trunnion side and neck side were viewed. Based on macroscopic features, the approximate direction of fracture propagation was viewed." The report concluded: the device fractured in fatigue, with the fracture propagating from the lateral to the medial surface. Eds was performed on the exeter stem, and was consistent with astm f1586. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant noted: "principal failure mode is thus an adverse mix of procedure-related factors related to surgical technique of cementation and stem positioning plus patient-related secondary factors of morbid obesity and double instance of external trauma to the hip. This case is not device-related." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded that "principal failure mode is thus an adverse mix of procedure-related factors related to surgical technique of cementation and stem positioning plus patient-related secondary factors of morbid obesity and double instance of external trauma to the hip. This case is not device-related." Further to this a material analysis concluded that: no material or manufacturing defects were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The patient is approximately (B)(6) and 179 cm tall. The patient told the doctor that there were two episodes where he felt he may have injured his hip. One episode was a fall on (B)(6) 2015 and the other episode was where are large log roll towards him and he put his foot out in front of him to stop it. The patient was revised. The x-ray revealed a fractured stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient is approximately (B)(6). The patient told the doctor that there were two episodes where he felt he may have injured his hip. One episode was a fall on (B)(6) 2015 and the other episode was where are large log roll towards him and he put his foot out in front of him to stop it. The patient was revised. The x-ray revealed a fractured stem.